Manufacturer narrative:
Samples have been received from the customer; however, smiths has not completed its investigation into this issue. A follow up report will be submitted as soon as the investigation has been completed.

Event description:
The reporter stated, that while the set was being placed the tubing pulled apart. There was no pt injury or treatment associated with this event.